Manufacturer narrative:
The customer report of a balloon in the silicone pumping segment was confirmed. Visual inspection of the set showed slight bulging of the silicone segment in the area directly below the upper fitment component. Functional testing resulted in a bulge only when giving an IV push without clamping the tubing above the injection port. The root cause of the customer's report was not identified.

Event description:
The customer reporter that the device alarmed and upon further investigation they noted a balloon in the silicone pumping segment within the pumping chamber. There was no harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reporter that the device alarmed and upon further investigation they noted a balloon in the silicone pumping segment within the pumping chamber. There was no harm.